Event description:
It was reported that the customer received a motor error alarm on the insulin pump when the insulin was running out, during a basal delivery attempt. The customer's blood glucose was 358 mg/dl, which she treated with manual injection. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor and corroded motor home switch noted during visual inspection. No unexpected motor error alarms noted. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump was receive minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.